Manufacturer narrative:
The company representative noticed that most of the errors in the fault log were created by the biomed and hence the info involving initial request could not be determined from the fault log. The biomed was trained by maquet. The customer had requested service after being unable to diagnose the issue after disassembling, rebuilding the pump motor and troubleshooting with maquet tech support's assistance. The company representative confirmed the "low vacuum" alarm and noticed that the k8 stays open. The company representative replaced manifold drive assembly (part number 0104-00-0018). The company representative tested the tabp unit for leaks, and no leaks were observed. Full functional and safety tests performed on the iabp unit also met the factory specifications. The iabp unit was returned to the customer. The production device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported "low vacuum" alarms and fails pneumatic leak test. The customer biomed was unable to diagnose the problem after working on the iabp unit fort one month. The company representative discussed the event with the biomed but the biomed had no info related to how, when or where the problem occurred or any patient info.